Event description:
It was reported that during use of this arthroscopy pump and concomitant tubing set, in a right acl repair, the surgeon increased the pump pressure to control bleeding and the pump started to run continuously. The pump was then powered down to allow it to reset. At this time, excessive swelling was noted in the right knee, which extended to the thigh. Another pump and tubing set were obtained to complete the procedure without further problems. Approximately a 30 minute delay resulted from this event. There was no further medical or surgical treatment required for this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this pump for eval and could not duplicate the reported problem. During testing of this pump, it functioned to manufacturer specifications. Further eval found the relief valve and control solenoid out of calibration; however, the safety circuits were functional. A review of repair history found this unit overdue for preventative maintenance; last repair date 03/07/07. Associated report#: 1017294-2009-00034. The pump instruction manual documents the service interval for this device as every twelve (12) months. The instruction manual provides the following warnings: "as in any arthroscopic procedure, the surgeon should thoroughly inspect the joint for capsular integrity upon entering & before distending the joint. Failure to ensure capsular integrity may result in extravasation & possible compromise of the extremity's neurovascular function. Extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate & visually inspect the extremity & operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning & frequently during the procedure to ensure that all fenestrations are fully within the joint capsule & are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint.